Manufacturer narrative:
No additional information could be obtained after the initial report and the device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information available, all hardware was removed in a revision surgery for unknown reasons. Although a number of factors could have contributed to the removal of the hardware, the most likely cause cannot be determined due to the limited information provided and the device not being returned. However, no malfunctions have been alleged with any tmc hardware nor does any information indicate it was a determining factor for performing the revision. There was no other report of any patient impact or injury as a result of this event. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2018 for unknown reasons. Although no additional information was able to be obtained, no failure was reported with any tmc hardware. The patient was revised with tmc hardware.